Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was 741mg/dl at the time of the incident. The patient's current blood glucose was 260mg/dl. The customer reported that he is in the hospital at the moment due to diabetic ketoacidosis. The customer also received no delivery alarms today. The customer changed out the set and it continued to give him no insulin alarm. He treated it with the pump by giving himself a bolus but it kept on giving him no insulin alarm. The customer feels fatigued. The customer was hospitalized on (B)(6) 2017 and was treated with intravenous insulin and saline. The drive support cap appears normal (slightly indented). The troubleshooting was not completed as the set in his body was discarded. The customer declined troubleshooting and to perform the high pressure test. The insulin pump will not be returned for analysis.